Manufacturer narrative:
Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the bard/davol mesh used to treat the patient. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Note, as an exact date was not provided, the date of event is estimated based on the information as reported. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient was implanted with a bard/davol ventralight st mesh. In (B)(6) 2018 the patient presented with skin irritation/redness around the navel in the area of the mesh. The patient's dermatologist requested a mesh sample for reactivity testing. A sample was provided.